Event description:
It was reported that patient underwent a procedure utilizing a closed knot pusher on (B)(6) 2010. During the procedure, the knot pusher cut the suture. An additional knot pusher was retrieved and another suture was placed, however, a delay of greater than thirty minutes occurred as a result.

Manufacturer narrative:
The event is being reported as a serious injury due to the delay of greater than thirty minutes to the procedure. Evaluation of the component confirmed the absence of a radius in the thru-hole diameter. Biomet specifications include the creation of a radius on the thru-hole diameter to eliminate edge. A decision was made to recall the product. This report filed (B)(6) 2010.